Event description:
It was reported that the device displayed "session stop" during sensor session. The sensor was inserted into the abdomen on (B)(6) 2024. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).